Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had foreign material in the connector and foreign material on set screw.

Event description:
It was further reported that the device was explanted and replaced due to reaching elective replacement indicator (eri).

Event description:
It was reported that the patient had experienced pocket stimulation since the implant of their implantable cardioverter defibrillator (ICD). The pocket stimulation was visible and pulsating and was isolated to the left ventricular (lv) lead. The stimulation was found to be caused by damage to the lv grommet. The device was noted to be nearing elective replacement indicator (eri) and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: (B)(4), lead, implanted:(B)(6) 2010. (B)(4).